Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that the patient was discharged from the hospital 28 days after diagnosis of peritonitis. On an unknown date, antibiotic treatment was discontinued. On an unknown date, it was reported the patient recovered from peritonitis and cloudy effluent. Retraining for break in aseptic technique was completed. Pd therapy was put on hold. The pd catheter was removed and the patient was shifted to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 72 hourly, intraperitoneal, ongoing) and meropenem injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. It was reported retraining on the proper aseptic technique is ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.